Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system receive a shock for ventricular tachycardia (vt) after the shock there was possible oversensing post shock and undersensing. It was noted that the smart pass was disabled. Additionally, a ventricular tachycardia (vt) episode was noted when a shock did not successfully convert and possibly induced ventricular fibrillation (vf), the vf was successfully converted with a second shock. Another episode was evaluated where there was a wide complex tachycardia that eventually becomes organized and double counted, followed by shock that converts. An x ray showed good system position. The patient was noted to have a weak heart and is being considered for a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Additional information was received, t wave oversensing was noted in a treated episode. Technical services (ts) recommended finding out symptoms and if it was a true ventricular tachycardia (vt) it was below the rate cut off. The shock converted the patient. This s-ICD remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system receive a shock for ventricular tachycardia (vt) after the shock there was possible oversensing post shock and undersensing. It was noted that the smart pass was disabled. Additionally, a ventricular tachycardia (vt) episode was noted when a shock did not successfully convert and possibly induced ventricular fibrillation (vf), the vf was successfully converted with a second shock. Another episode was evaluated where there was a wide complex tachycardia that eventually becomes organized and double counted, followed by shock that converts. An x ray showed good system position. The patient was noted to have a weak heart and is being considered for a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Additional information was received, t wave oversensing was noted in a treated episode. Technical services (ts) recommended finding out symptoms and if it was a true ventricular tachycardia (vt) it was below the rate cut off. The shock converted the patient. This s-ICD remain in service. No adverse patient effects were reported. Additional information was received, this patient received multiple inappropriate shocks. Technical services (ts) was consulted, discussed low amplitudes with qrs and t wave about the same size, smart pass disabled episodes present. Ts recommended troubleshooting options, this device was successfully reprogrammed. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system receive a shock for ventricular tachycardia (vt) after the shock there was possible oversensing post shock and undersensing. It was noted that the smart pass was disabled. Additionally, a ventricular tachycardia (vt) episode was noted when a shock did not successfully convert and possibly induced ventricular fibrillation (vf), the vf was successfully converted with a second shock. Another episode was evaluated where there was a wide complex tachycardia that eventually becomes organized and double counted, followed by shock that converts. An x ray showed good system position. The patient was noted to have a weak heart and is being considered for a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.